Manufacturer narrative:
Other relevant device(s) are: product ID: 9735665. No parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart does not establish a connection with the main cart. A new umbilical cord was tried without success. There was no patient involvement. It was noted that both systems booted when the main cart was turned on. The camera never initialized when it was connected and kept cycling. The green and amber light both shown solid. The system was shut down and unplugged from wall power. Three sets of ethernet lights were coming from the camera cart o-ring and the ethernet signal was not being sent from the main cart. A secondary main cart was connected and the camera functioned as expected. It was concluded that the issue lied in the original main cart. The lights were coming from both ethernet cables from the back of the computer and both lit as expected. Checkpoint functionality was verified by shutting the system down via software and ensuring wifi connected. The gray camera cart ethernet in checkpoint was plugged to another port. The system powered on and everything worked as expected. The system was restarted a few times to ensure the fix showed at every boot up. The issue was resolved on call.